Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range and cartridge alarm 6 - vent not working) occurred with multiple cartridges during the load process and during pumping. Blood glucose ranged from 290 mg/dl to 490 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.